Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-03205. It was reported (B)(6) that patient's scs leads migrated which were confirmed on x rays. Reportedly, patient fell on a snowy road. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-03205. Additional information identified that surgical intervention was undertaken wherein the scs leads were removed and same leads were inserted and repositioned on (B)(6) 2018. There were no adverse events prior, during and after the procedure. The patient is reportedly, receiving good stimulation.